Event description:
Clinic notes dated (B)(6) 2014 indicate that the patient was seen due to increase in seizures. It was noted that the patient's seizures are averaging approximately two seizures per week. It was noted that the seizures are unchanged in characteristic. The patient was referred for generator replacement. The physician indicated that the patient's seizures have been increased the last few months and that the seizures are not above the patient's pre-vns baseline frequency. The physician indicated that the relationship of the seizures to vns therapy is unknown because the seizures are different than prior. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical intervention has been performed to date.

Event description:
Additional information was received stating that the vns patient¿s change in seizure pattern was not related to vns. The patient was having seizures that were less severe than before and that were associated with confusion and speech impediment. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator was returned to the manufacturer for analysis. There were no performance or any other type of adverse conditions found with the pulse generator. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. Magnet activations performed during output monitoring demonstrated the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.